Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the head failed its e-field immunity tests and it was noted that when tried with a known, good cable the head passed all functional tests. The head was to be sent on for repair and reallocation. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.